Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened dome switch. The insulin pump had minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Event description:
It is reported that the customer is having button error on the insulin pump. Customer's blood glucose at that time was 417mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.